Manufacturer narrative:
Device power up properly after battery installation. No blank display or display anomaly noted. Unit was received with normal operating currents and passed self-test, a21 error test and displacement test. No unexpected off no power, bad battery, low battery, weak battery, battery out limit and failed battery test alarms noted during testing. No moisture damage on motor, vibrator, battery tube or electronic assembly during visual inspection. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level of 546 mg/dl. At the time of incidence. Customer reported that the insulin pump's display went blank. Customer reported that the insulin pump was exposed to moisture. Customer did not call back after receiving new battery cap. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.